Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
It was reported that an implant was removed 4 months after placement. The device will be forwarded to the manufacturer for investigation. No patient complications were reported.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
It was reported that an implant was removed 4 months after placement. The device will be forwarded to the manufacturer for investigation. No patient complications were reported.